Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a false susceptible trimethoprim/sulfamethoxazole (sxt) for escherichia coli in association with the vitek 2 ast-n244 test kit. Testing via disc diffusion provided a sxt result of resistant. There is no indication from the hospital or treating physician of any adverse impact related to the patient's state of health. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report a false susceptible trimethoprim/sulfamethoxaole (sxt) for escherichia coli in association with the vitek® 2 ast-n244 test kit. An internal biomérieux investigation was performed. Testing of the reference method used for the development of trimethoprim/sulfamethoxazole was performed. For the vitek® 2 ast-n244 card, sxt02n formulary was developed with broth microdiiution (bmd). In parallel, vitek® 2 cards ast-n244 (customer lot 644367540) and a random lot (644378210) were tested, according to aes parameter set based on global clsi based +phenotypic, corresponding to breakpoints clsi 2016 on vitek® 2 v7.01: trimethoprim/sulfamethoxazole [s[?]40 - r[?]80]. Then, the results were compared with the reference method. Vitek® 2 (v7.01) sxt02n (ast-n244): from cba culture+ mac conkey; testing of the mac conkey plate under the same testing conditions as the customer was performed. For s1 (klebsiella pneumoniae): sxt mic </= 20 mg/l s on both lots was obtained. Confirmation of the underestimation of the trimethoprim/sulfamethoxazole mic on ast-n244 cards comparing to the bmd ( mic =80mg/l r), leading an essential agreement error and a category very major error. =>the customer results were duplicated. For s2 (esherichia coli), the vitek® 2 sxt02n (ast-n244) result ( </= 20 s ) is within essential agreement with the reference method (bmd=40mg/l ), with no category error (sxt s). =>the customer result of susceptible was reproduced, which was in agreement with the reference method. Therefore, cards are performing as intended. According to the mic reference of s1 and s2, the category of both strains can be s or r (strain borderline) within 1 double dilution. Concerning vitek® 2, cards performed as intended for s2. The underestimation for s1 was noted. The data and the isolate will be forwarded to r&d department. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. Root cause: atypical strain for k. Pneumonia submittal; cards performing as expected for e. Coli submittal.